Event description:
The physician reported a drug reservoir volume discrepancy, discovered during a refill visit. The pump was implanted on (B)(6) 2013. The first refill was accurate and there were no issues. This is the pt's second refill since implant. The expected volume at this refill was 3.8ml, but 20ml was aspirated. The device was refilled and programmed normally and the pt will be checked again in (B)(6). The drug being used in the pump is fentanyl. The pt may not have received the amount of drug intended from programming, however she has reported significant pain relief since implant and is doing well.

Manufacturer narrative:
Code clarification: other - device not available for evaluation. The pump remains implanted in the pt. (B)(4).